Manufacturer narrative:
Patient information is not available for reporting. The exact date of event is unknown, but reportedly occurred in (B)(6) 2015. The device was manufactured prior to the implementation of required unique device identifiers. Device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: the investigation shows that the article is over all in a good condition; nevertheless, that the pin has fallen off. The socket with the missing pin is turning around freely. However, a functional test showed that the pin could be attached and detached to the t-handle successfully. There was no specific information provided by the reporter pertaining to what happened to this article. Based on this limited information, the exact reason for this problem could not be determined. It is likely that wear and tear over the years (as the instrument is over 8 years old) has led to this damage. To prevent such problems, it is necessary to replace worn or damaged instruments. No product problem identified. Device history record review: manufacturing site: (B)(4) - manufacturing date: january 9, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that five (5) instruments malfunctioned during a surgical procedure(s) in (B)(6) 2015. The coupling of a 2.4mm stardrive screwdriver shaft broke. The tips from two (2) cannulated cruciform screwdrivers broke. A t-handle with quick coupling was not functioning properly (specific issue unspecified). And the threaded portion of a universal chuck with t-handle was broken. All broken pieces were retrieved and alternate instruments available to complete the procedure. A surgical delay between fifteen (15) and thirty (30) minutes was noted. No additional information is available. This report is 4 of 5 for (B)(4).